Manufacturer narrative:
Trackwise # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 metal wire was loos from the jaw. There was components in the patient. They took another device and finished the case. No harm to the patient. There was a delay of 10 minutes.

Manufacturer narrative:
Trackwise - (B)(4) updated field: (type of investigation, investigation findings, component codes, investigation conclusions), the device was returned to the factory for evaluation on 06/30/2025. A photograph was provided by the account. A photographic evaluation was conducted. Shipping information was observed. An investigation was conducted on 7/10/2025. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw, with detachment at the tip of the hot jaw. There were no visual defects observed on the clear intact silicone insulation on the hot jaw. The clear silicone insulation on the cold jaw was observed to be slightly melted along the center of the cold jaw. No other visual defects were observed. No additional testing was conducted due to the condition of the heater wire. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/ bent wire" was confirmed as well as the analyzed failure "overheating of device" was observed. The lot #3000456186 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure or the analyzed failure.

Event description:
N/a